Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Tbm called advised head section lowers to a ten inch height and then slams down the rest of the way.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: motor, not able to duplicate issue, not set up to test underload. Complaint of head section lowers to a ten inch height and then slams down the rest of the way was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: motor, not able to duplicate issue, not set up to test underload. Tbm called advised head section lowers to a ten inch height and then slams down the rest of the way.